Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023,the patient received a low alert on her cgm of 70 mg/dl. No bg meter reading was done at this time for comparison. The patient bought a sandwich and ate it in her car. However, at some point, the patient had a seizure and lost consciousness while in her car. A nearby police officer on his lunch break saw this occur and called 911. The patient was transported to the emergency room (ER) by paramedics. The patient was treated with two IV dextrose (d50) boluses and with IV fluids containing dextrose (d5 liter). The patient cannot recall all the bg/cgm comparison values while at the hospital, but one example was the patient¿s cgm was reading 189mg/dl and the bg meter was reading 36 mg/dl. The patient reported that each comparison was about 150 points different each time. Once the patient¿s bg level stabilized, the patient was discharged home a few hours later at 5:50pm. Upon discharge, the patient's bg was 250 mg/dl and the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.